Manufacturer narrative:
The quality control data contains low results and some "0" results. A review of the alarm trace revealed abnormal aspiration and sample short alarms on (B)(6) 2017, (B)(6) 2017, and other days. A specific root cause could not be determined based on the provided information. The issue may have been caused by a hardware issue and/or a pre-analytic sample handling issue.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for igg-2 tina-quant igg gen.2 (igg) on a cobas 6000 c (501) module - c501. An aliquot of the sample which was processed on a cobas p 612 pre-analytics system, initially resulted as 300 mg/dl accompanied by a data flag. The sample was repeated, resulting as 565 mg/dl and this value was reported outside of the laboratory. The physician asked for a repeat of the sample since the patient had a high result of 3248 mg/dl in (B)(6) 2016. The primary tube of the sample was repeated on (B)(6) 2017, resulting as 3982 mg/dl. The repeat result was believed to be correct. The patient was not adversely affected. The c501 analyzer serial number was (B)(4). The field service engineer could not determine a cause and stated that there may have possibly been sample preparation errors. He repeated the primary tube of the sample twice and the results replicated consecutively. He checked all rinse mechanism functions and these were within specifications. After customer maintenance of the analyzer, calibration and quality controls were run and passed within specifications. He ran precision studies and these were within specifications. The system was fully operational. The patient is diagnosed with monoclonal gammopathy. The field application specialist stated that the sample may have contained an interferent to the igg assay based on the patient's diagnosis.